Event description:
The facility representative reported a colleague infusion pump with a failure code 810:11. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "general patient ward" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary; the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause of the reported problem was determined to be saturated air in line printed circuit board (ail pcb) circuits. Appropriate action was taken to correct the reported problem by replacing the ail pcb. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.